Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-01560, 341-12-708, s808 - infection, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient fell and tore his retinaculum, surgeon went in to clean it up and found an infection- surgeon made the decision to swap the insert out and get cultures run on the original poly insert.